Event description:
It was reported that an ilet device displayed malfunction alert 57, identified as a software runtime error, and the user was provided education and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status or hospitalization. Investigation included review of the device¿s reported alert and user-reported performance, with troubleshooting completed remotely. Investigation of this case revealed a software malfunction consistent with a runtime error; no additional component-specific failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was a software-related malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.